Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to hold a charge. It was determined that the ipg was at the end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block d2b: pro code (product code): qrb.